Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed by intuitive surgical, inc. Failure analysis engineer: there appears to be some damage to the jaws at the areas highlighted by the red arrows below. The jaw cover appears to have a tear where the orange arrow is pointing to. The jaw cover also appears to be slid to the left of its intended position (should be closer to the jaws) and it also looks a little folded at the distal end. No obvious damage to the cut electrode from these pictures.

Event description:
It was reported that out of box, upon opening the synchroseal instrument was observed to be damaged. The jaws of the instrument could not be closed, and the sheath was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred on (B)(6) 2025 at the (B)(6) hospital in lyon. Photos are included.